Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff noticed a melted hook and possible crack in the wrist of the permanent cautery hook instrument. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed charring on the yaw pulley and localized melting. The metal hook is not melted. The charring is a sign of unintended arcing. Engineering also observed a disconnected wire. The instrument failed electrical testing, indicating damage to the conductor wire. Disassembly of the instrument shows the wire was disconnected from the hook at the yaw pulley exit. This likely created a path for arcing.